Event description:
It was reported the patient underwent initial left total hip arthroplasty. Subsequently patient had the first revision 14 years later due to unknown reasons. Patient underwent a second revision approximately 28 years later due to a fall, dislocation, instability, pain, loosening, decreased adls, noise, and poor bone quality. During the revision, it was noted that there was metal debris, fractured liner and cup, and loose acetabular cup. The acetabular components and head were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2022 -02997; 0001822565 -2022 - 02998; 0001822565 -2022 -02999; 0001822565 -2022 -02300.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.